Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part: 391.951, lot: 6003. Manufacturing location: (B)(4), release to warehouse date: dec 30, 1997. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Product investigation was completed. The visual inspection of the returned item has shown wear marks and scratches on the surface of the hole instrument and on the cutting section. Additionally one spring of the pliers broken into two pieces. The returned plate cutter shows significant use during its twenty one (21) year of lifespan. This lot was manufactured in december 1997 according to the specification. Based on the fact, that this instrument is now more than 21 years old and due to the used condition of the item a product related issue can be excluded. Based on the age and the condition of the item we determine that the breakage occurred due to several mechanical overload situations during a long time in use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, a plate cutter with deburring device is defective, it can cut but it does not open automatically. It is unknown if there was a procedure performed. No patient consequence reported. Upon investigation, it was noted that the spring of the pliers is broken. This report is for one (1) plate cutter. This is report 1 of 1 for (B)(4).